Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion sets cannula kinked event on 16-sep-2024 within last 10 days. Insertion site was outer thigh towards buttocks. The patient noticed the symptoms within 3 or more hours after insertion. The infusion set was in use for less than a day. Blood glucose at the time of event was noticed high. Patient took correction bolus via pump. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 4.